Event description:
It was reported to boston scientific corporation in 2009, that a tandem xl ercp cannula was used during an endoscopic retrograde cholangiopancreatography procedure performed eight days prior. According to the complainant , during the procedure, the guidewire got caught and could not be removed from the cannula device. This event occurred inside the pt. The device and the guidewire were removed together from the scope. The procedure was completed with a different device (manufacturer unk). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
This complainant was unable to provide the suspect device lot number; therefore, the device manufacturer date and expiration date are unk. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.